Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer tested back to back on the meter at 12:45 p.m. With results of >8.0 inr and >8.0 inr respectively. The result from the laboratory at 1:45 p.m. Was 5.7 inr. The customer¿s therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.5 - 3.8 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.